Event description:
It was reported that during a stapled hemorrhoidectomy procedure, after firing no crunch sound was heard. A complete fire was made finally after several attempts, a complete wing with good staple formation. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event described could not be confirmed as the device performed as intended.